Event description:
The surgeon reported the vitrectomy cutter and vacuum ceased momentarily. It then stopped all together. The system was rebooted and the case was completed. The customer stated the event was caused by a footswitch failure. No pt injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).